Event description:
It was reported that (1) tsb45 was used during a gastric bypass procedure. It was reported by the rep that during case, the surgeon used an tsb45 but replaced blue cartridge with green cartridge when surgeon transected the stomach. The surgeon used the device once with no problem and on the second firing the staples malformed and some did not form at all. A new device was opened and the procedure continued with no complications. The surgeon oversewed the area where the misfire occurred. There was no consequence to pt.